Event description:
The customer reported that they were hospitalized due to dka a year ago. The customer was treated in ICU. The customer complained of sickness and vomiting at the time of their admission.